Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 160 units of insulin during the load sequence. There was no reported adverse effect to the customer's blood glucose level. The customer declined further assistance from tandem technical support regarding the issue.